Event description:
The customer initially reported to olympus that gastrointestinal videoscope had poor drainage. During inspection and testing of the returned device, the nozzle was found to be clogged with foreign debris. There were no reports of patient harm. This medical device report is being submitted to capture the reportable malfunction found during device evaluation.

Manufacturer narrative:
The device was returned to olympus for evaluation, and the customer's allegation was not confirmed. In addition to the foreign object found in the nozzle, the evaluation findings are as follows: due to wear of angle wire, bending angle in the "up" direction did not meet standard value, due to wear of the angle wire, the play of the "up/down" knob was out of standard, the bending section cover had a scratch, the adhesive on the bending section cover had a chip, the connecting tube had a wrinkle, the protection of the universal cord on the scope connector side had a scratch, the scope cover unit had a scratch, the forceps elevator lever had a scratch, the forceps elevator knob had a scratch, the "up/down" knob had a scratch, the "right/left" knob had a scratch, the switch box had a scratch, the scope connector had a scratch, the universal cord had a scratch, the grip had a scratch, the control unit had discoloration and a scratch, and due to dirty on the objective lens, there was a lack of image on the monitor. Additional information obtained identifies the product was cleaned, disinfected, and sterilized before it was sent to olympus. There were no abnormalities in the accessories used for reprocessing. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The investigation was unable to determine the cause of the debris. The information provided by the customer did not suggest a deviation from the instructions for use and the foreign material was unable to be identified. The operation manual (operation) describes how to inspect for the subject event in ¿chapter 3 preparation and inspection, section 3.3 inspection of the endoscope and section 3.8 inspection of the endoscopic system¿ as below. Inspection of the endoscope: inspect the air/water nozzle at the distal end of the endoscope for any irregularities such as abnormal swelling, bulges, and dents. Inspection of the objective lens cleaning function: inspection of the water feeding function: 1 keep the air/water valve¿s hole covered with your finger. 2 depress the valve. Observe the endoscopic image and confirm that water flows on the entire objective lens. If additional information becomes available at a later date, this report will be supplemented. Olympus will continue to monitor the field performance of this device.